Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was not able to charge the ipg. It was reported that the patient was in a car accident and it was believed that it could have been damaged the ipg. There is no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.